Event description:
Additionally, patient developed bluish discoloration along of inflammatory nodule 3 days after injection. Two months later, patient was treated with prednisone 20mg. 7 days later, patient was treated with minocycline 50mg bid and a week later with prednisone for 7 more days. Symptoms resolved a month later.

Event description:
Healthcare professional reported a patient was injected with two syringes of juvéderm® voluma¿ xc in the cheeks and two syringes of juvéderm® vollure¿ xc and in the marionette lines and chin. Approximately 2 months later, the patient developed 5-6 inflammatory nodules at injection sites. Nodules were accompanied by redness and swelling, but no itchiness or pain. Patient was treated with minocycline and 20 mg prednisone. Symptoms showed improvement over the first week. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00466 (abbvie complaint #pr (B)(4). MDR ID# 3005113652-2023-00465 (abbvie complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvéderm® vollure¿ xc.

Manufacturer narrative:
Suspect product: lot number 963/3. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.